Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing. However, the device was put through extensive testing including bench handling, power cycling, environmental stress screening, and functional stress testing without duplicating the report. The digital board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.